Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported pain, "significant swelling with deformity" and seroma found intraoperatively. This record is for the left side. The device has been explanted and replaced with a non-abbvie device. The device will be returned.

Event description:
Healthcare professional reported "pain, significant swelling with deformity" and "intraoperatively 100-150 ml seroma". Healthcare professional later reported "autoimmune thyroiditis and hypertension", "soreness and discomfort, grade iii-IV capsular contracture" and "implant capsule with chronic inflammation, fibrosis, vascular hyperemia, focal hemorrhages, chronic inflammation; no evidence of malignancy". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ seroma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis wear abrasion, creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, h3, h6.

Event description:
Healthcare professional reported "pain, significant swelling with deformity" and "intraoperatively 100-150 ml seroma". Healthcare professional later reported "autoimmune thyroiditis and hypertension", "soreness and discomfort, grade iii-IV capsular contracture" and "implant capsule with chronic inflammation, fibrosis, vascular hyperemia, focal hemorrhages, chronic inflammation; no evidence of malignancy". Patient undergone total capsulectomy. This record is for the left side. The device has been explanted and replaced with a non-abbvie device. The device will be returned.